Event description:
The patient¿s healthcare provider reported that he patient had been having ¿some confusion. The hcp stated that they wanted to turn the patient¿s pump down to minimum rate. The medication used within the system was prialt 10.6 mcg/day. It was later reported that the cause of the event was mental status changes attributed to drug effects. On (B)(6) 2013 the pump was decreased to lowest minimal rate. The patient¿s mental status improved over seven days. The patient¿s symptoms included hallucinations, increased memory loss, and impaired gait. The patient did not require hospitalization due to the event, and their outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).